Manufacturer narrative:
Analysis of the device found that the unit came in with a channel 2 failure and 2 worn wave washers. Disassembled, cleaned, replaced defective pcba, replaced washers, reassembled, and placed into burn-in to check for any heat related failure. Removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the interface had a lot of artifact noise and never did monitor during setup. There were a couple of dates when they tried to use the device. They retrieved the other device to do the case. There was no patient involvement.